Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation( mr) is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. The reported difficulty grasping the leaflets and complete clip detachment (ccd) appear to be due to procedural conditions (visualization issues) and the reported unchanged mr appears to be related to procedural conditions (as no clips were implanted, and mr remained unchanged). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the clip and delivery system were discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the complete clip detachment. It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The mitraclip delivery system was advanced to the mitral valve. There was difficulty grasping the leaflets due to difficult imaging, but both leaflets were eventually grasped. During the deployment steps, after retracting the delivery catheter (dc) handle, it was noted that the clip completely detached from both leaflets, but remained on the gripper line. The detached clip was pulled into the sgc, all were removed together without causing injury to the patient. The procedure was aborted. No clips were implanted and mr remained at 4. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.